Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in the clinic, far-field r-wave oversensing was observed. The oversensing was noted on stored egms. The device was oversensing ventricular events on the atrial channel. Programming changes were made. The patient remained stable throughout the event.